Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. It was presumed that no image was displayed due to ccd unit failure caused by water immersion. The cause of water immersion could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 28, 2021, it was found that there was no image output due to shortage or corrosion of the electrical circuit caused by water immersion. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.